Event description:
Customer reported the alarm sounds continuously when the magnet pull cord is attached. Batteries have been replaced with a new supply. The customer reported the magnet pull cord had a tight fitting connection to the alarm. The customer did not provide the date when found. No pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue; the alarm sounds continuously event when the magnet is on the magnet plate. However, the alarm powers off intermittently if the battery connector is moved while the battery is connected. The battery door is missing. Note: instructions for use state: if the posey personal alarm is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. (B)(4).